Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hypoglycemia and customer alleged crack at the case battery tube of pump, battery failed, pump error 4 (the motor arm cannot communicate with the main arm), pump error 15 (the critical block and inverse critical block did not add to zero) and pump error 23 (post-reset ram crc alarm). The customer reported high blood glucose value of 467 mg/dl and low blood glucose of 70 mg/dl. The customer treated high blood glucose with insulin pump and low blood glucose with carb intake. The event involved products mmt-1880l, mmt-864a, mmt-7020la, mmt-332a. Troubleshooting was performed and the customer had been using the insulin pump within 48 hours of the reported event, and the auto mode feature was not active at the time of the event. No further patient complications were reported. The product mmt-1880l will be returned for analysis and the products mmt-864a, mmt-7020la, mmt-332a will not be returned for analysis.

Manufacturer narrative:
Pump passed the self -test, active current measurement and sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 9.0 received the low battery alert (104) on (B)(6) 2026 20:14:00 after more than 7 days at 21.07 days. The long trace history file confirms pump error 15 alarm on (B)(6) 2026 07:55:08:000 pm and pump error 23 on (B)(6) 2026 07:58:13:000 pm, and pump error 4 alarm on (B)(6) 2026 07:55:08:000 due to moisture damage on electronics battery cycle 8.0 received the low battery alert (104) on (B)(6) 2025 13:04:00 after more than 7 days at 20.08 days. Battery cycle 7.0 received the low battery alert (104) on (B)(6) 2025 01:40:00 after more than 7 days at 19.25 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. The p-cap/reservoir does lock properly. No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, unit was confirmed for pump error 23 alarm, pump error 4 and pump error 15 alarm due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.